Event description:
The technician alleged the bed is not communicating with nurse station. No pt impact.

Manufacturer narrative:
The technician found pins that are broken inside the communication cable. The technician replaced the communication cable to resolve the issue.